Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg.